Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that a piece of metal chipped off the maryland bipolar forceps. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. Customer reported that a piece of metal had broken off. Returned product did not show the reported issue. Visual inspection found no broken metal, and it is possible the incorrect part was returned for this complaint. Additional findings not reported by the site included a derailed grip cable at the idler pulley. The instrument failed the intuitive motion test, and the derailed grip cable did not move due to increased friction. Visual inspection of the backend showed no evidence of a cracked clamping pulley, input disk, or input shaft that could have caused the loose cable. The probable root cause of the customer reported issue cannot be determined as the issue was not confirmed or replicated during the failure analysis. The probable root cause of the instrument grip cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could slip with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
Refer to h11 for follow-up information.